Event description:
It was reported that the device had false downstream occlusion alarms identified during priming.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had false downstream occlusion alarms identified during priming¿ was confirmed in the event history/error logs, but not during functional testing, and no probable cause could be determined. The device passed all functional tests within specification and no failures. No repair activities were carried out. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.